Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 77817 with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes were allowing hemolysis to occur.